Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The pt experienced an increase of pain. A pump motor stall was noted in the pump logs; there was no recovery noted. The pump was replaced. The pt recovered without sequela. The device system was used to deliver dilaudid (10mg/ml; 1.499 mg/day).